Event description:
Procedure type: law anterior resection. According to the reporter: during firing handle locked down. Additional resection of tissue was done in order to remove the device. Then, it was noticed the stapling was not done at all. Additional manual suturing was done. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).